Event description:
The customer reported bulging of the outer tip of an olympus uretero-reno videoscope during reprocessing. No patient injury occurred.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.